Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during use on a patient a 980 ventilator generated a severe occlusion alarm which rendered the unit inoperable. Although ventilation did not stop the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Event description:
The service engineer (se) inspected the device and replaced the pressure solenoid (psol) and printed circuit board (pcb). The se performed extended self-testing on the device.